Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a portex bivona adult tts tracheostomy tube had its cuff leaking. This issue was found when the tube was removed from the patient after 10 days of use, which was when the ventilator alarmed. The tracheostomy tube was tested prior to insertion. No patient injury was reported.

Manufacturer narrative:
One used 7.0mm adult tts tracheostomy tube was returned for investigation. Visual inspection of the device found that there was loose contamination under the cuff and around the neck flange. During functional testing, a standard syringe was used to inflate the device cuff with 14cc's of air; the cuff slowly deflated. The device was then fully submerged in water and air was inserted into the cuff; bubbles (indicating a leak) were observed escaping from the cuff. Upon closer examination of the device cuff, abrasions were noted around the location of the leak. Investigation determined that the root cause of the cuff leak was due to the observed abrasions on the cuff.

Event description:
Additional information: according to the reporter, the event was observed by a home health care professional and the event was resolved. The reporter stated that the reported event occurred during the initial use of the device. Additionally, the cuff patency had been tested prior to use and the cuff was filled with sterile water.